Event description:
It was reported the devices were used during an unk procedure. It was reported by the affiliate that first device would not cut. The second device would not fire. There was no pt consequence.